Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the rexroth valve for the manifold is not switching. Additional malfunctions include the pilot valve for the manifold was leaking, the o-ring for the manifold was leaking, the regulator for the product tank was leaking, the tie wraps for the product were leaking, the tie wraps for the sieve beds were defective, the inlet filter for the sound box were dirty, and the cabinet filter for the cabinet was dirty.